Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle was blocked as a result of resistance during the fill process. A new cartridge was successfully loaded resolving the issue. Customer's blood glucose level was 168 mg/dl.